Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation in (B)(6) 2013 and since that time has been unable to communicate with the ipg using either the charging system or programmer. Surgical intervention will be undertaken at a later date to address this issue.